Event description:
**Update** (B)(4) 2013 - medical records were obtained for both hips. Medical records indicate patient was revised on the left hip due to a greater trochanteric bursa with clear bursal fluid and yellow mildly turbid joint fluid. Medical records indicate patient was revised on the right hip due to turbid blood stained synovial fluid, mild synovitis, and osteolysis. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Event description:
Litigation alleged, the patient suffered high concentrations of various metallic elements due to the failing asr hip implant.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. (B)(4).

Event description:
Update rec 11/05/2014 - plaintiff preliminary disclosure form was received, which identified part/lot information for the left cup and head. The stem and sleeve for both the right and left sides are being added to the complaint. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 12/04/2014.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.